Event description:
It was reported that the wake button on the pump was difficult to press. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue,